Event description:
A male pt contacted lifecor customer support to report that neither of his battery packs would fit into the monitor. Support had the pt look into the battery well and the pt stated there appeared to be two bent pins. A lifecor pt services rep (psr) went to the pt and exchanged both battery packs and the monitor.

Manufacturer narrative:
Monitor MFR date - 01/2008. Battery pack MFR date - 10/2007. Battery pack MFR date - 09/2007. Device evaluations of monitor, and both battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had damaged connectors caused by the monitors damaged connector. The connectors were repaired and the battery packs were retested and restocked. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor and battery packs. The pt received a replacement monitor and battery packs.